Event description:
Additional information received indicates that surgical intervention was undertaken wherein the left lead was explanted and replaced to address the issue. It's unknown which lead was involved and both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02450. It was reported that fell and lose effective coverage due to lead migration. Surgical intervention my take place to address the issue.